Event description:
The customer reported that falsely depressed total bilirubin (tbi) results were obtained on three patient samples on a dimension exl with lm integrated chemistry system. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension exl with lm integrated chemistry system. The repeat results recovered higher than the initial results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbi results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a dimension exl with lm integrated chemistry system outputted out of range quality control (qc) and falsely depressed total bilirubin (tbi) results on 3 patient samples. Calibration was valid at the time of sample processing. The customer replaced the flex and repeated the qc after the event, which recovered acceptably. Siemens remotely calibrated the system temperature. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected and cleaned the system, found a pump head pin left inside the system, removed the pin and ran tbi precision, system check and qc, which recovered acceptably. The cause of the event is unknown. The system is performing according to the specification. No further evaluation is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00060 on 14-apr-2025. Additional information (on 17-apr-2025): siemens reviewed the instrument data and observed that the levels 1 and 3 quality control (qc) had recovered within range, while level 2 had initially recovered low. The customer had also observed reagent splatter around the reagent probe 1 (r1). Further, siemens remotely assisted the customer and performed priming of the r1 probe, confirming that no leakage or triggering from the r1 probe tube and cuvette disposal into the trash bin functioned without any error. The customer performed system checks, which recovered acceptably. Siemens clarified that specific studies on pediatric samples were not conducted. Per the assay's IFU, it indicates that the tbil assay performance has not been established for the neonate/pediatric population. Siemens further evaluated the event and determined that r1 probe alignments potentially contributed to the erroneous total bilirubin (tbil) results. Investigation conclusions code has been updated in the section h6 to reflect the additional information. The instrument is performing within specifications. No further evaluation of this device is required.